Event description:
A pt called mcghan medical product surevillance reporting a postive skin test. Pt received a test implant in the left forearm. Within 48 hours there was redness and some swelling at the test site. Pt later developed some bruising. The physician used intralesional kenalog to treat the symptoms. The pt reports that this helped for only a day or two. Pt's symptoms at the test site have been intermittent and persistent. Pt said the test site is least symptomatic in the morning, and the most symptomatic during and after the aerobics class. Pt has no known allergies and no personal or familial history of immune disease. Pt is not taking any concomitant medications. Pt declined to provide the phone number or address and asked that co not contact the treating physician. Pt did not know the lot number of the test implant.